Manufacturer narrative:
No injury is reported. Manufacturer received information that the dc power cord heated and melted. The dc power adaptor is used in the cars dc outlet. The connector plug is fused and the device is fuse protected. Unknown if device connector was modified or the cars dc outlet is correctly functioning. Manufacturer is attempting to get the alleged device back for evaluation. No risk of shock is presented to the user. With any electronic component failure, some degree of melting can occur, however, this is not an indication of sustained combustion. MDR filed as a result of the alleged melting statement. (B)(4) - original filing was filed for the wrong registration number (invacare (B)(4)). The correct filing number should be (B)(4) (invacare (B)(4)).

Manufacturer narrative:
No injury is reported. Manufacturer received information that the dc power cord heated and melted. The dc power adaptor is used in the cars dc outlet. The connector plug is fused and the device is fuse protected. Unknown if device connector was modified or the cars dc outlet is correctly functioning. Manufacturer is attempting to get the alleged device back for evaluation. No risk of shock is presented to the user. With any electronic component failure, some degree of melting can occur; however, this is not an indication of sustained combustion. MDR filed as a result of the alleged melting statement.

Event description:
The dc power cord allegedly overheated and melted while the consumer was using the unit. No injury is alleged.

Event description:
The dc power cord allegedly overheated and melted while the consumer was using the unit. No injury is alleged.